Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples that resulted positive for only orf1ab when using the simplexa covid-19 direct assay, but negative on repeat on simplexa again. Run analysis of the simplexa results showed the following results: - sample ID (B)(4): positive orf1ab (CT = 33.7). - sample ID (B)(4): positive orf1ab (CT = 35). The customer repeated these samples on the simplexa assay and resulted negative. Runs from the repeat assay were not provided. The customer's device and suspected false positive samples were not provided for investigation. It is unknown if the samples were contaminated, or just weak positives near the limit of detection of the simplexa assay. Without the sample to test, this could not be confirmed. A retain lot of the suspected device was previously tested for a separate issue on 10/23/2020 with 16 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 8439n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 8405n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples that resulted positive in one target (orf1ab) when using the simplexa covid-19 direct assay, but negative upon repeat on simplexa again. The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with repeat test and no alleged harm occurred. According to the customer, the patient samples were "nasopharynx+gorge" in saline 0.9%. Other patient information was not provided.